Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, resistance was felt when removing the stylet and protective sheath from a 4.0x23mm xience sierra stent delivery system. After removal of the protective sheath, it was noted that the stent had moved but remained on the balloon. The device was not used and there was no patient involvement. The procedure was successfully completed with a 4.0x23mm xience sierra stent. There was no report of delay in the procedure. No additional information was provided.